Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found the unit running cycles, no problems found, all parameters found within specification, no adjustments made, no parts replaced. Asp customer care advised the customer that it is not recommended to place items directly on the rack without a pouch, wrap or tray.

Event description:
The customer reported that an employee was removing a load from the sterrad and noticed a little drop of moisture. The employee touched it to see what it was. Shortly after, the employee's left index finger and right middle and index finger turned white, and began to tingle. Customer stated that the blades placed in the unit were not wrapped or in pouched. They were placed uncovered directly on the sterrad rack. The employee went to the employee health and no medication was prescribed. The reaction on her skin has resolved. The asp field service engineer (fse) went to the facility to assess the unit.